Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) levels read ¿high¿ (> 27.8 mmol/l) (> 500 mg/dl) with ketones 5.6 mmol/l (100.8 mg/dl) while wearing the pod between 5 and 24 hours. Symptoms reported include vomiting, thirst and frequent urination. The patient delivered 3 or 4 corrections within 6 hours but did not manage to lower the bg levels. The patient removed the pod from the infusion site (abdomen) and noticed the cannula appeared bent. A new pod was applied and the patient went to bristol royal infirmary upper maudlin st, bristol bs2 8hw, united kingdom where she was attended by nurse ruth. The patient received intravenous fluids for treatment and was released after approximately 7.5 hours.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms. Cloud - locked down/smartphone data not available cloud - omnipod 5 software app version data not available cloud - smartphone operating system data not available cloud - smartphone hardware data not available cloud - cgm sensor type data not available *please note, that section d is capturing the device identifiers as reported by the complainant. This may not align to the device configuration reported in h11, as this data is pulled from our cloud based on the reported date of event.